Manufacturer narrative:
This device involved in this event has been returned, however evaluation is currently pending. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that the coil stretched while advanced into the microcatheter. The physician decided to retrieve the coil; however, the coil detached inside the microcatheter. No patient harm or injury was reported.